Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) would power off when unplugged from the wall. The mvs uninterruptible power supply (ups) was replaced, and the imaging system then passed the system checkout and was found to be fully functional. The ups was returned to the manufacturer for analysis. Analysis found the ups batteries would not hold a charge. Analysis found that the reported event was related to a electrical issue.

Event description:
Medtronic received information regarding an imaging system. It was reported the mobile view station (mvs) would power down immediately when unplugged from the wall. This issue was noted outside of a procedure and there was no patient involvement.